Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pain, dysmenorrhea, menorrhagia, dyspareunia. Date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.